Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the set screw of the pacemaker ventricular channel could not be tightened while attempting to secure the ventricular lead to the pacemaker. Multiple attempts were done but were unsuccessful. The pacemaker was not used and replaced. The patient was in stable condition.